Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis..

Event description:
(B) (4). It was reported that following a coronary artery stenting treatment procedure, the patient required a target vessel reintervention (tvr). In the index procedure in (B) (6) 2005, the target lesion was a 3.0mm, 70% stenosed, 8.0mm long portion of the 1st obtuse marginal (om1) and bifurcation with the proximal left circumflex (lcx). The physician treated the lesion with pre-dilatation and placement of a 3.0 x 12mm taxus express2 stent. Following post dilatation with kissing balloon angioplasty, residual stenosis was 0%. Post operatively, the patient continued to have abdominal pain and she was evaluated by gi. Results of biopsy and clo test were pending at the time of discharge. The patient was discharged 2 days later on aspirin and clopidogrel. At 1095 days after the index procedure, the patient was seen in the emergency room with complaints of chest pain and elevation of troponin. Coronary angiography revealed left anterior descending artery (lad) focal 40% distal stenosis, immediately distal to the last diagonal branch takeoff; 10% stenosis at origin and proximal segment of latter diagonal branch; previously placed 1st diagonal stent widely patent. Previously placed stents in the main lcx and om1 are widely patent; focal 70% stenosis in lcx immediately proximal to stent; 30% mid stenosis of om1. Treatment consisted of placement of a 3.5 x 13 mm non bsc stent in the lcx, immediately distal to the takeoff of om1 (per catheterization report). Using modified kissing balloon technique, a balloon was simultaneously inflated in the om1 as the stent was deployed in the lcx (per catheterization report). The patient was discharged 11 days later on aspirin and clopidogrel.